Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229702 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 6/7f mynxgrip vascular closure device (vcd) patient had massive bleeding under the skin and developed a hematoma. The bleeding was not outside of the patient. Hemostasis was achieved by manual compression of less than thirty minutes, pressure band, and a sandbag. The patient developed the hematoma seven days later at home and returned to the hospital to undergo surgery to clean out the hematoma. Multiple stick attempts were not made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The sales rep went to the customer for a mynxgrip follow-up training and education because there were reports that rebleeds occurred after using the mynxgrip. It was reported that with a particular lot, there has been an incident in the last few weeks. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure was an intervention with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device used in the procedure was not returned; however, a sterile device was returned for evaluation. The 6/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was not returned. However, a sterile 6/7f mynxgrip vascular closure device (vcd) from the same lot was returned for evaluation. The device was received in the original sealed package, but not in a controlled temperature condition. The sample was visual inspected, and no anomalies/damages were observed. An inflation/deflation test and simulated deployment test were performed on the sample. The device performed as intended per the mynxgrip instructions for use (IFU) and was deemed to meet specifications. The product history record (phr) review of lot f2229702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Additionally, there were no issues noted with the sterile device received. Based on the information available for review, it is not possible to determine what factors may have contributed to the bleeding event reported; however, patient factors are likely since the bleeding occurred 7 days after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynxgrip IFU, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ neither the phr review, product analysis of the sterile device, nor the information available suggests that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 6/7f mynxgrip vascular closure device (vcd) patient had massive bleeding under the skin and developed a hematoma. The bleeding was not outside of the patient. Hemostasis was achieved by manual compression of less than thirty minutes, pressure band, and a sandbag. The patient developed the hematoma seven days later at home and returned to the hospital to undergo surgery to clean out the hematoma. There were not multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. I went to the customer for a mynxgrip follow-up training and education because I got the info that rebleeds occur after using mynxgrip. It was reported that with a lot number, there has been an incident in the last few weeks. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure was an intervention with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.